Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell, black encapsulation device and black particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side strong suspicion on intracapsular rupture associated with silicone between the implant shell. The device was explanted.